Event description:
The patient reported having pain at the insertion site (leg) while wearing the pod for between 24 and 36 hours. The patient removed the pod and noticed swelling approximately 1 cm high and 7-20 cm in diameter. The patient visited the pharmacist was advised to apply a warm compress. A hematoma had formed and the patient went to see his doctor on (B)(6) 2025. The doctor assessed the site, applied a cold compress, massaged the site and the patient was given tylenol. The length of the visit was approximately 20 minutes long. The patient visited the doctor a second time on (B)(6) 2025 for 15 minutes. The doctor assessed the site, applied a cold compress, massaged the site and the patient was given tylenol again. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.